Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump did not alarm after battery died. Customer did not recall blood glucose at the time of incident. Troubleshoot was partially performed. Customer had to change battery once a week. Absence of alarm happened twice. Customer was advised to call back to finish troubleshooting. The insulin pump will not be returned for analysis.